Event description:
A patient reported that fluid would flow through the transfer set even when the twist clamp was closed. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A visual inspection and clamp function test found that the occluder feet were broken. Leak and clear passage testing were performed with no issues noted. The sample confirmed the reported problem.